Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient underwent a non-related surgical procedure wherein the device was placed into surgery mode prior to the procedure. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Stimulation was restored following the procedure.

Manufacturer narrative:
The report of ¿generator not responding¿ was confirmed. The root cause of the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state as a result of an unrelated surgery. Actions have been taken to prevent reoccurrence.